Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain and weakness after operation. No date of revision has been provided.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update (2/14/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in right hip and groin, difficulty walking and trouble standing from a sitting position due to pain. Still has joint and pelvic pain, requiring lifts in her shoes, padding, and multiple pillows to aid in sleeping, as well as intimacy problems with husband. Revising surgeon indicated elevated ion levels of cobalt 2.6 and chromium 2.9 (no units provided) and progressive pain in both hips. Revised both right and left hips at the same time. Upon entering the capsule noted brown, rust-colored synovial fluid under pressure. Stem and cup were well fixed on both hips. There was no proximal femur osteolysis on either hip. Post-op diagnosis for both hips, failed total hip arthroplasty with metal-on-metal articulation and large effusion. Prod/lot updated.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).